Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, picture of the bios battery was sent and analysed by vyaire technical support. The root cause of failure is due to bios battery depleted. Bios battery holder and the surrounding area on main board is corroded. Technical support recommended to replace the main electronics and customer informed that after cleaning the issue resolved with a new pin battery. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the bellavista 1000 has system time lost error. There is no information of patient involvement associated from this reported event.